Event description:
Pt underwent decompression and fusion procedure on l5-s1 on 11/11/91. On 9/8/92, she underwent a revision of l5-s1 with removal of s1 screws on both sides. Screws were replaced with larger screws. On 3/31/94, those screws were removed and there were two broken sacral screws.